Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse noted the reported error 4243 resolved at the time of arrival at the facility. Fse however, observed error 3061 stc lane mixing failure on the aia-2000 instrument. Fse cleaned and lubricated the mixer assembly, replaced the mixer home pip electric board, and verified correct alignment of the stc (sample test cup) lane positions. Fse also observed the b/f (bound/free) incubator temperature was out of range at 38.6 degrees celsius (specification is at 37 degrees celsius). Fse adjusted the temperature to 37 degrees celsius and verified all system temperatures are within specifications. Fse then ran quality controls (qc) and all passed within acceptable range. The aia-2000 instrument is functioning as intended and the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 23-dec-2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, 4243 is hybrid arm y-axis home overruns. The error is generated when the home sensor activated improperly after movement of the hybrid arm y-axis. If retry fails, the measurement result will be flagged mechanical flag (mf flag). The solution for the customer is to contact tosoh service center or local representatives. Error 3061 is stc lane mixing failure. The error is generated when the mixing check sensor of the stc lane mixing motor failed to detect a mixing operation. The current measurement will be flagged (io flag) and new measurements will be suspended. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due to overflow in the waste chute.

Event description:
On (B)(6) 2018, a customer reported getting error 4243 hybrid arm y-axis home overrun, a bent tip, and the test cups were backed up in the analyzer waste chute on the aia-2000 instrument. Customer stated removed the bent tip and test cups from the waste chute but the error persisted. Customer is unable to run beta human chorionic gonadotropin (bhcg). Technical support specialist (tss) had the customer perform version up and dispatched field service engineer (fse) to address the reported event, which resulted in delay in reporting of bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.